Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 42 months, displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected.